Event description:
It was reported that the customer was having difficulties downloading the insulin pump into the carelink. It was stated that the device alarmed and all the entries were discarded. Reviewed the alarm history and found several error alarms. It was stated that the device had recurring no delivery alarms and low blood glucose. It was stated that the paramedics were called, but the customer was not able to recall more details. Attempted to obtain additional information, but the contact ended the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to be complete to the best of our knowledge.